Manufacturer narrative:
(B)(4).

Event description:
It was reported that an "err 121" was displayed on the receiver. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.